Event description:
In june, 1995, pt had a total hip replacement on the left with significant bone grafting on the medial wall of the acetabulum. In march, 1998, pt started experiencing a sliding, grating sensation with left hip and some pain. X-rays revealed separation of poly liner protusio type from the ingrown metal back of the acetabulum component.